Event description:
The event is reported as: alleged issue: when the doctor used the device, as he depressed the plunger on the punch, the inner cannula got stuck in the vessel. The vessel got torn a bit when he got it out. No reported pt injury. Pt condition is reported as fine.

Manufacturer narrative:
MFR has not received the sample in time for this report.